Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc recanalization catheter was used, a 5.0 x 200 135cm mustang¿ balloon catheter was advanced to perform plain old balloon angioplasty (poba). However, during inflation at 18 atmospheres, the balloon ruptured due to severe calcification. The device was completely removed from the patient's body. Another of the same device was advanced and poba was performed again. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.